Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to a treovance device. The treovance device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2018-00087. Device 2 is being reported under MDR 2247858-2018-00088.

Event description:
"The case was treated the latest (B)(6) 2013 which was in success outcomes. Five day post op CT-scan sent to medical advisor and everything was good. After 3 months, it has been found a thrombosis in the left leg of the patient."